Event description:
It was reported that the pump battery was unresponsive. The customer had blood glucose level of 613 mg/dl. Customer went to the emergency room and was subsequently hospitalized on (B)(6) 2024 for elevated bg and diabetic ketones that were identified as dangerous by a healthcare professional. Customer was treated with intravenous saline and insulin. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.